Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. Evaluation of the submitted system controller log file confirmed the report of pump stoppages while the system was connected to the power module. Low speed operation and motor stop events were captured on (B)(6) 2016 at 6:55 am, (B)(6) 2016 at 8:00 am, (B)(6) 2016 at 11:27 am, and (B)(6) 2016 at 8:13 am. Although a specific cause cannot be conclusively determined based on this evaluation, based on the manufacturer¿s previous complaint experience, these events appear consistent with potential driveline wire compromise. X-rays of the internal and external portions of the driveline were reviewed and no area of suspected damage was identified. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced red heart pump stop alarms while the system controller was connected to the power module. The patient was reportedly asymptomatic. The external portion of the driveline was inspected and was found to be intact. X-ray images of the driveline showed no external damage. The patient was placed on a non-grounded power module patient cable and has not experienced any new alarms. The patient is now being considered for the high urgency transplant list. No further information was provided.